Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that she went to the ER with nausea and vomiting due to a high blood glucose value. The high blood glucose occurred due to a bent infusion set cannula. The customer did not answer the two attempts to call her for further details. Voicemails with contact information was left each time. The insulin pump was not returned for analysis.